Event description:
It was reported that the 4-40 stud on the handpiece was found to be broken. The sales rep did not have any further information on case involvement, but stated that there was no patient consequence.